Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was implanted successfully during a transcatheter valve implantation procedure. The patient remained hemodynamically stable throughout the procedure, and there were no adverse patient effects during the procedure. It was observed via computed tomography (CT) scan that the patient had large calcifications observed on the native right and left coronary cusps. The aortic valve annulus area was 400cm^2, and the aortic valve perimeter was 71mm. After the procedure was completed, the patient's condition changed, and the patient's vitals were unstable. The physician suspected an occlusion of the right coronary artery (rca) caused by the shift of the existing large calcifications observed on the native right and left coronary cusps. The physician attempted to conduct percutaneous coronary intervention (pci) but was unsuccessful as it was difficult to engage the coronary artery. A coronary artery bypass graft (CABG) surgery was emergently performed, and the occlusion was resolved. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the patients vitals suddenly becoming unstable was reported. It was further indicated that the right coronary artery was occluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the physician suspected that a shift of the existing large calcifications observed on the native right and left coronary cusps moved to block the right coronary artery. There is no indication of a product quality issue with regards to manufacture, design, or labeling.